Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an eclipse procedure, when the surgeon was malleting the instrument into the glenoid for glenoid prep and the end of the broach handle broke off the broach. The case was completed with no adverse effects.

Manufacturer narrative:
The complaint device was not returned for evaluation, however the customer provided pictures of the complaint allegation. Based on the pictures provided, it can be seen that the proximal end of the device broke off of the shaft. As the complaint device was not returned, the cause was unable to be determined.

Manufacturer narrative:
The complaint device was not returned for evaluation, however the customer provided pictures of the complaint allegation. Based on the pictures provided, it can be seen that the proximal end of the device broke off of the shaft. As the complaint device was not returned, the cause was unable to be determined.